Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained an unknown brand of morphine with a concentration of ¿20 mg¿ at an unknown dose. It was reported there was a catheter revision performed at the time of the pump replacement. The pump was being replaced due to 1 month to early replacement indicator (eri). There were no known or reported environmental factors. At the time of the pump replacement, the doctor tried to aspirate the catheter andwas unable to. The doctor decided to replace the catheter. The existing catheter was partially explanted and remained implanted out of service. No patient symptoms were reported by the representative. The doctor tried to aspirate the catheter and was unsuccessful. Prior to (B)(6) 2018, the representative was not aware of any other interventions. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.